Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies except for procedural damage.

Event description:
It was reported that loss of capture and increased pacing impedance were observed on the left ventricular (lv) lead. Insulation damage was the suspected. However, no anomalies were observed during diagnostic imaging. The proximal end of the lead was explanted and the distal portion was capped in the body. A new lead was successfully implanted to resolve the event. The patient was in stable condition.